Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 16.01 mm from its distal end, broken probe tip was returned. A definitive root cause could not be identified. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the ultrasonic surgical device detached and fell into the patient's intestinal loops. The tip was retrieved by the surgeon using vascular forceps. There were no further reports of patient harm.

Event description:
It was reported that during an exploratory laparotomy for an intestinal obstruction/perforation procedure, the tip of the thunderbeat device broke off completely from the shaft. The event occurred during the dissection of the mesocolon of the tract to be respected. . There was a procedural delay of less than 30 minutes related to the time needed to find and connect a new identical device in order to continue the dissection. The intended surgery was completed as planned with a colon resection and anastomosis. The patient did not suffer any damage related to the malfunction of the device and had a postoperative course consistent with the surgery performed. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.